Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2020, approximately 2.5 years post-implant, the patient presented to the emergency room with dizziness, impaired vision and little to no balance. The patient was on aspirin at the time. The patient had an ischemic event and a large clot was noted on the face of the device. A small leak (2.2mm x 4.2mm) was also seen on the posterior lateral side of the device. The patient remained in the hospital for 4 days. The patient was started on eliquis and aspirin and the patient has recovered and has been discharged.